Event description:
It was reported that the patient presented with mild intermittent claudication and an angiogram on (B)(6) 2012 revealed in-stent restenosis of an unspecified absolute pro peripheral stent, that had initially been implanted in the year 2008. The restenosis was treated via advancement of a 6x120mm on a 135cm armada 35 peripheral dilatation catheter onto a non-abbott guide wire, into a non-abbott sheath, and to a heavily calcified lesion in the non-tortuous mid left superficial femoral artery (sfa), without resistance, to perform pre-dilatation of the restenosed absolute pro stent. When attempting to inflate the armada using a non-abbott inflation device, the balloon would not inflate. The armada was withdrawn from the anatomy without resistance and a fox cross balloon dilatation catheter completed pre-dilatation. A new absolute pro stent was then deployed, treating the restenosis. Post-dilatation was performed as standard procedure, using the same fox cross balloon, completing the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated implant date. The aramada dilatation catheter mentioned is being filed under a separate manufacturer report number. Incorrect anatomy. There was no reported product deficiency. The reported patient effects of stenosis/restenosis, claudication, and additional therapy/non-surgical treatment are listed in the instructions for use as foreseeable events. It was reported that the absolute pro stent was implanted in the left superficial femoral artery. It should be noted the indications section of the absolute pro biliary self expanding stent system instructions for use states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. It is not likely that the reported IFU deviation caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.